Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller states that when setting up a new 97702 "system has detected a device reset" was observed. Caller then pressed okay and it went to set up screen. Technical services advised it should be okay to use. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue.